Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that slow flow occurred and the patient died. The target lesion was located in a moderately tortuous and mildly calcified left circumflex artery (lcx). A 2.25 x 38 synergy drug-eluting stent was deployed in distal lcx. The result was very good but a slow flow was immediately noted and medical management was started. No dissection or perforation was detected. The patient got sick and cardiopulmonary resuscitation (CPR) was performed for 30 minutes with incubation and other medical management. The patient was unable to be revived and died on the table.

Event description:
It was reported that slow flow occurred and the patient died. The target lesion was located in a moderately tortuous and mildly calcified left circumflex artery (lcx). A 2.25 x 38 synergy drug-eluting stent was deployed in distal lcx. The result was very good but a slow flow was immediately noted and medical management was started. No dissection or perforation was detected. The patient got sick and cardiopulmonary resuscitation (CPR) was performed for 30 minutes with incubation and other medical management. The patient was unable to be revived and died on the table. It was further reported that patient had poor ejection fraction and went into cardiac arrest.

Manufacturer narrative:
Device is a combination product.